Event description:
In 2004, a 16mm asd device was implanted in a pt. Before the case, the defect was measured by tee at 8-9mm with good margins. At the onset of the procedure, the defect was measured by tee with a sizing balloon and sizing plate. The tee measurements of the defect were between 10-13mm in various views with good margins in all directions (at least 14mm ti ivc, at least 12mm to mv, at least 10mm to both the svc and rulpv). The stretched diameter was repeatedly measured at 15mm and, therefore, a 16mm device was used. The following day, a routine chest x-ray showed the device in the descending aorta with tricuspid regurgitation, although, the pt was free of symptoms. On the 2nd day, the device was successfully retrieved percutaneously from the right femoral artery with a 10f-sheath. The pt had transient pulmonary regurgitation bleeding on the day after retrieval, was reported to be doing well.